Manufacturer narrative:
(B)(4).

Event description:
According to FDA report #mw5079712: surgeon noted that the neoprobe device was completely exposed from the sterile bag (safersonic sterile-sonography cover) after using it on the patient. Patient received additional dose of antibiotics and antibiotic irrigation was used after the discovery of the event.